Event description:
A philips field service engineer (fse) was servicing a ventilator at a customer site, when an e-384 (pressure sensor) code was found in the ventilator's downloaded error log. There was no harm or injury reported. The philips fse evaluated and determined the active exhalation control module valve, three-way solenoid valve, and blower assembly had caused the e-384 error code to occur on the device. The philips fse replaced the blower assembly, active exhalation control module (aecm or proportional valve) and three-way solenoid valves to address the issue. After replacing the parts on the device, the philips fse performed the final test, and the device passed all tests. The philips fse found the device operational and returned it to service.